Manufacturer narrative:
Results: thread lock material was not detected on threads. Conclusions: threaded ball plunger was not assembled with thread lock. This is the final report that will be submitted associated with this incident and device.

Event description:
Prior to surgery, the threaded ball plunger was found to have moved which does not allow the hex driver to pass through the barrel.